Event description:
The patient felt intermittent stimulation. He was seen by a field rep. Device interrogation revealed that impedances were greater than 10,000 ohms on electrodes 13 and 15. Stimulation changed when the rep. Pushed upon the implantable neurostimulator. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).